Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic with phrenic nerve stimulation. The left ventricular (lv) lead showed a loss of capture, which was confirmed by x-ray to be due to lead dislodgement. The lead was attempted to be replaced in a procedure on (B)(6) 2021, however both lv leads were too large to be implanted due to patient anatomy. The lv port was plugged and the patient was determined to be assessed for his bundle pacing at a later date. Post-procedure the patient was stable.